Manufacturer narrative:
B3: event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of pseudomonas driveline infections after driveline relocation with omental flap in (B)(6) 2025. The patient received a 6-week course of antibiotics and had their peripherally inserted central catheter (PICC) line removed after being seen at the clinic. The patient was seen in the clinic on (B)(6) 2025 in a normal state. Later, in the early hours of(B)(6) 2025, the patient passed away unexpectedly at home and no other details leading up to the death were noted.

Event description:
Additional information was received on 23apr2025 that the patient was found deceased in bed around 03:30 after the patient's wife was awoken by an alarm on the system controller. The patient's wife stated that the patient was not breathing at the time and immediately called 911. The patient's wife did a short round of chest compressions, but the patient had already passed away. The system controller was disconnected by the family and returned to the customer for investigation. Of note, the patient has not been feeling well for 2 days leading up to the death. Vague complaints of not feeling well and weak/fatigue. Log files submitted for review revealed constant low flow events starting on (B)(6) 2025 at 0214 that had continued until the system controller was disconnected at 0420. Estimate flows were in the 4 liters per minute (lpm) range prior to the low flow events and then dropped in the 1 lpm range at 0200, during the events, the pulsatility index (pi) values were on the low end between 1 and 4.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the between the heartmate 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the low flow alarms; however, a specific cause for these events could not be determined through this evaluation. Review of the submitted system controller event log files captured relevant events from 21mar2025 through 23mar2025. A persistent low flow hazard alarm was captured on 23mar2025 and remained active until the driveline was disconnected that same day. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the reported events; however, no additional information was provided. The device was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.